Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 were updated. As several service actions were performed at the same time, the exact root cause can not be identified. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable online tdm acetaminophen gen. 2 assay results for multiple samples from a single patient tested on a cobas c 303 analytical unit. Sample 1: (B)(6) 2025: - initial result (measured on a cobas c 303 analytical unit) was 160 mg/l and the rerun result (measured on a cobas pro analyzer) was 9.13 mg/l. - initial result (measured on a cobas c 303 analytical unit) was 93 mg/l and the rerun result (measured on a cobas pro analyzer) was 11.1 mg/l. (B)(6) 2025: - initial result (measured on a cobas c 303 analytical unit) was 10 mg/l and the rerun result (measured on a cobas pro analyzer) was 0.648 mg/l. (B)(6) 2025: - initial result (measured on a cobas c 303 analytical unit) was 10 mg/l and the rerun result (measured on a cobas pro analyzer) was 0.296 mg/l. On (B)(6) 2025, the customer placed a new kit on the device and analyzed different samples. Sample 2: - initial result (measured on a cobas c 303 analytical unit) was 266 mg/l and the rerun result (measured on a cobas pro analyzer) was 204 mg/l (data flag). Sample 3: - initial result (measured on a cobas c 303 analytical unit) was 254 mg/l and the rerun result (measured on a cobas pro analyzer) was 193 mg/l.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The field service engineer (fse) replaced the reagent probe, adjusted the probe rinsing, and the gear pump. Qc was performed successfully and the instrument was confirmed to be working according to specifications. The investigation is ongoing.